Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 1 failed to access. A field service engineer (fse) inspected all cables, opened all auxiliary drawers in diagnostics and confirmed that there were no failures. Further the fse replaced the power supply and tested drawer in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 1 failed to access. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.